Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the facility, livanova (B)(4) learned that the patient is currently undergoing treatment. The devices were positioned inside of the operating room with the exhaust fan directed away from the patient. Regarding the 3 reported devices (reference 9611109-2016-00797, 9611109-2016-00798 and 9611109-2016-00802), livanova (B)(4) received a lab test report confirming the presence of mycobacterium avium-intracellulare complex in the units. No further specification has been provided. Through follow-up communication with the customer regarding the complaints for the unit contamination, livanova (B)(4) learned that the devices have been cleaned regularly according to the instructions for use (IFU). However, the facility reportedly has been unable to get the devices clean and the devices have been removed from service. Corrective actions are in progress for this issue.

Manufacturer narrative:
(B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The customer owns multiple heater-cooler devices. It is unknown which device was used for the patient's procedure. However, all three units in use at the facility have previously tested positive for non-tuberculous mycobacterium contamination (see medwatch report number 9611109-2016-00797, 9611109-2016-00798 and 9611109-2016-00802). It is unknown at this time if the reported patient infection is related to the user of the heater-cooler device. A review of all the related DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
On march 27, 2017, (B)(4) received a user medwatch report ((B)(4)) stating that blood cultures taken from a patient tested positive for mycobacterium chimaera. The patient underwent lvad surgery on (B)(6) 2015. A heater-cooler system 3t was used during the procedure.